Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned and evaluated by a philips engineer and the customer complaint was confirmed. The device evaluation found a critical error code indicating the machine flow sensor drift above the specification. The technician replaced the following parts to address the issues: system board, machine flow sensor and blower assembly. Additionally, the muffler assembly and air inlet foam filter were required for a four-year preventive maintenance and were replaced. The unit passed final test.